Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. Data was evaluated and loss of connection was found, however, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.